Event description:
It was reported by a medical assistant on (B)(6) 2012, that the patient had recently experienced an increase in her seizure activity. The reporter was unsure if this increase was related to vns and mentioned that the patient reports that her seizures are occurring in the afternoon when she's fatigued. Also, the patient has an ill family member, so the increase in seizures may be due to increased stress. The reporter did explain that the patient's current seizure frequency is a little worse than her pre-vns baseline frequency. The patient's settings were provided however recent diagnostics were not. No interventions were reported. Attempts for additional information are underway.

Event description:
Follow up was performed and it was indicated that they were still unsure of the reason for the increased seizures but as of the patient's last appointment in june, the patient was doing much better.

Manufacturer narrative:
.

Event description:
A nurse at the physician's office reported that in (B)(6) 2012 adjustments were made and the patient was doing well at those settings. The settings were decreased again on (B)(6) 2013 which resulted in an increase in seizures and fatigue, so it is unclear if setting adjustments (change in duty cycle) may have contributed to the increased seizures in (B)(6) 2012.